Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site (B)(4).

Event description:
It is reported that the patient experienced occlusion issue on (b(6) 2026 . The blockage was on the site. The patient noticed the symptoms in three or more hours after insertion. The site of insertion was abdomen.